Manufacturer narrative:
(B)(4). Device evaluated by MFR: : the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75mm x 15mm emerge¿ balloon catheter was advanced to dilate the target lesion. Following inflation, they pulled the balloon catheter back into the guide catheter, over the wire and advanced another emerge balloon catheter into the guide over another guide wire. While advancing the second balloon catheter, resistance was met in the guide catheter and the balloon catheter was unable to advance further. The guide catheter, both guide wires and both balloon catheters were removed from the patient's body. Upon inspecting the devices, it was noted that the 2.75mm x 15mm emerge¿ balloon catheter had fractured. No patient complications were reported